Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-17357. It was reported the patient has not charged her scs ipg since (B)(6) of 2012 and has not used her system since (B)(6) of 2012. It was also reported a sjm confirmed no communication between the scs ipg and external devices. The patient is deciding on whether to undergo surgical intervention to address the issue or not. Additionally, it was reported the patient experienced intermittent heating while charging. A low energy replacement charging system was sent to the patient prior to notification that the scs ipg is inoperable. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.